Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial:(B)(6), batch: 16958802.